Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion as the device did not last as long as promised or warranted for. It was noted that the right ventricular (rv) lead¿s threshold has been high for over eighteen months. The physician discussed with the patient and they decided on a device replacement. The device was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.